Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor error-cal error/calibration not accepted. Change sensor due to rapid change in sensor sensitivity. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor error-change sensor/bad sensor. No change sensor/bad sensor alerts found within 1 day of event date for this complaint. It is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor error-sg not available/updating. Sensor glucose not displayed due to non-physiological drop in sensor signal. Sensor did not perform within specifications. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also reported difference between sensor glucose and blood glucose values, change sensor alert, sensor updating alert, calibration not accepted alert. The event involved product(s) mmt-7040a, mmt-332a, mmt-876a, mmt-1884l. Troubleshooting was performed for sensor alerts. Troubleshooting was performed for sensor glucose and blood glucose and the insulin delivery was not suspended. Customer reported blood glucose value of 103 mg/dl. Customer reported sensor glucose value of 55 mg/dl. Customer noticed that difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was declined for low blood glucose and it is unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-876a. No product return is required for mmt-1884l.